Manufacturer narrative:
The report event of unable to set ipg to MRI mode was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received indicated the leads were explanted and replaced resolving the issue. During lead replacement it was noted that one of the leads were kinked near the anchor site.

Event description:
Related manufacturing number: 3006705815-2021-00419. It was reported the patient was unable to set their ipg to MRI mode due to high impedances on one lead. X-rays revealed that the lead with high impedances had migrated. It was noted that the patient had 2 falls. As a result the patient may undergo surgical intervention to address the issue. It is unknown which lead had the impedance issues and had migrated, so both are being reported.